Event description:
It was reported that the pacemaker was explanted due to concerns over premature battery depletion. It was noted that the patient was in chronic atrial fibrillation (af) with very high atrial sensing rates, which also may have affected battery consumption. No additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.